Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received a battery out limit alarm. The insulin pump was alarming at the time of the call. Their blood glucose was 247 mg/dl. Tried to check for the basal rates accuracy but was unable to. While troubleshooting for the battery out limit alarm, customer said that numbers began to scroll and that buttons were not responding. We began troubleshooting for a button error alarm. The customer said that the time clock had no problems advancing. Customer was advised to discontinue use of the insulin pump, revert to a backup plan and that the insulin pump would need to be replaced. The pump will be returned for analysis.